Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained two other device's (B)(6) to continue treating the patient which failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. The damaged plastic on the multifunction cable could interfere with the electrical and mechanical integrity of the cable, leading to issues with the defibrillator's ability to recognize that the pads are attached; however, without the return of the cable, this cannot be verified. Analysis of reports of this type has not identified an increase in trend.